Event description:
I bought a device marketed for use in infants for the prevention of sids. The product arrived and despite being advertised for sids prevention and for use of monitoring and tracking infants health, it is not approved by the FDA as a medical device. The device had a big battery and sits against an infants body. It doesn't seem safe. Device also tracks infants health and personal medical information but doesn't seem safe or legal.